Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarmed during testing. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer's mother stated that her son's pump is not working properly. The mother stated that her son was vomiting earlier as they changed the site. The mother stated that they were unable to press any buttons. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.